Event description:
Additional information was received from the patient. It was reported that no diagnostics were done. An MRI was done on (B)(6) 2020. No actions were taken, but surgery was planned. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. No diagnostics were performed until (B)(6) 2020 when the leads were removed. After lead removal, the burning sensations continued without ease. No further actions were planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 377875, lot# v010941, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# n0030187, implanted: (B)(6) 2005, product type: lead. Product ID: 377760, lot# n0030187 , implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that in 2017 both of her ins devices were replaced with devices from another manufacturer but the lead wires were left and connected to her new devices. Patient reported she had a previous MRI scan in (B)(6) 2019 that was unrelated to her device. Patient stated the MRI facility told her that they spoke to the manufacturer and were told the leads were eligible for full body MRI. Since the MRI, the patient has had severe burning sensation in the spine from the base of her brain all the way to her coccyx. Patient stated that she is working with her hcp and they will be looking at her lead wires to determine what is causing the issue. The patient further reported that as of (B)(6) 2020, the lead is migrated. The hcp indicated that it is impossible for the lead to migrate because it is anchored down and has scar tissue build up. The hcp told patient that the migration of the lead was caused by the MRI the patient had in (B)(6) 2019. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.